Manufacturer narrative:
The insulin pump received with cracked/detached end cap.

Event description:
Customer reported via phone call that the insulin pump's rim popped off. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per doctor's instruction. Insulin pump will be returned for analysis.